Event description:
Event description boston scientific received information that during the device upgrade procedure, this right ventricular lead had become dislodged. The lead was removed and replaced. No adverse patient effects were noted.